Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The patient remains ongoing on lvas support and no related issues have been reported. The submitted system controller log file contained approximately 37 days of data, spanning from (B)(6) 2017 at 9:57 to 8/8 at 13:32. No adverse events were captured. The device operated above the low speed limit for the entirety of the log file. The pump appeared to be operating as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized with suspected systemic infection. Additional information was requested, but was not provided.